Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient was seen for a regular follow-up appointment, where high, out-of-range pacing impedance measurements (>3000 ohms) was noted from a competitor's right ventricular (rv) lead. Variable amplitudes and sensing were also observed. Provocative maneuvers were performed which did not elicit any noisy signals nor changes in impedance measurements. Boston scientific technical services were contacted and discussed that because these gradual changes were most likely due to patient factors. Normal follow-ups were recommended and the patient will be seen in-clinic in a few months. No adverse effects were report and this system remains implanted.

Event description:
It was reported that this patient was seen for a regular follow-up appointment, where high, out-of-range pacing impedance measurements (>3000 ohms) was noted from a competitor's right ventricular (rv) lead. Variable amplitudes and sensing were also observed. Provocative maneuvers were performed which did not elicit any noisy signals nor changes in impedance measurements. Boston scientific technical services (ts) were contacted and discussed that because these gradual changes were most likely due to patient factors. However, a year later, another alert was received for out-of-range ventricular pacing impedance measurements (>3000 ohms). Additionally, variable r-wave amplitude measurements were noted. Ts was contacted again where these observations may indicate fretting of the rv lead and close monitoring was recommended. At this time, no adverse effects were report and this system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.